Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.5.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and rupture. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted and replaced. Capsulectomy was performed.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and rupture. Device has been explanted and replaced. Capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is not related to the device. No additional observations. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade unknown. And rupture. Device has been explanted and replaced. Capsulectomy was performed.